Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure this pacemaker did not pace when needed for a dependent patient. There was two seconds of asystole but patient was not symptomatic. The device was reprogrammed which resolved the issue. The device remains implanted.